Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.

Event description:
It was reported that during an low anterior resection procedure, the tissue pad became detached off each device. This happened outside the pt's body. A different device was used to complete the case. There were no adverse consequences to the pt. Three devices will be returning.